Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the insulin gauge goes below 100 units, the pump reportedly had a hard time giving a bolus. The contact stated that the customer's blood glucose levels may have been affected; however, no additional information was provided. The contact stated in a follow up on (B)(6) 2016 that the pump was operating correctly.